Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there were "system fault 41622: and "power down" messages. The pump was ran in user mode and the reported issue was able to be duplicated. When an attempt to prime the pump was made, it alarmed and displayed 41622. This is a locked motor problem stemming from debris in the gears, a bad optical switch, or a seized motor. There was a screw embedded in the motor gears preventing the motor from turning. The issue was caused by service and repair. The debris was removed and the damaged keypad was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited error code 41622. No patient was involved in this event. No adverse effects were reported.